Manufacturer narrative:
An event of delivery system unable to advance due to eia calcification was reported. Also reported that the valve capsule was observed frayed upon withdrawing the delivery system. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported damage to valve capsule appears to be consistent with operational difficulties. However, the exact cause could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6). 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Severe calcification in the common iliac artery (cia) and external iliac artery (eia) was observed. Cia was dilated using a 7.0/40, non-abbott balloon and eia by 6.0/40, non-abbott ballon using a plain old balloon angioplasty (poba) procedure. A 14 fr, non-abbott introducer sheath (is) was advanced with difficulty. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 18mm, non-abbott balloon. During the procedure, the ds was unable to advanced due to the eia calcification. Upon withdrawing the ds, the tip of the valve capsule was observed to be frayed, and it was replaced with a new small flexnav ds. Wire was also noted to be replaced with another non-abbott wire, then the passage was successful. The valve was able to be implanted. The patient was hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition and subsequently discharged.